Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 was recorded on (B)(6) 2019. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitor.

Event description:
It was reported this implantable cardioverter defibrillator (ICD), implanted with another manufacturers defibrillation lead, exhibited a code 1004 along with a shock impedance of less than 20 ohms. The patient had received an appropriate shock which did convert the rhythm. Boston scientific technical services (ts) discussed the code indicated the device delivered a shock into a shorted lead and system replacement was recommended. Subsequently, this device was explanted and returned for analysis. No additional adverse patient effects were reported.